Event description:
It was reported that air bubbles were observed in the infusion set tubing. Reportedly, the customer primed the infusion set tubing to resolve the issue. The customer¿s blood glucose (bg) level ranged from 360-361 mg/dl. A bolus was delivered and a manual injection was administered to address bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.